Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that after pocket revision, the patient received inappropriate shocks due to lead dislodgement. Poor sensing was also noted. Lead was explanted and replaced. There were no adverse events during the procedure.